Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314drg, ICD, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that a carelink alert was triggered for the right ventricular (rv) lead due to pacing impedances of greater than 3000 ohms. It was noted that the impedance started rising in (B)(6) and has risen very quickly with no spiking. In addition, the pacing thresholds were noted to have risen during the time of the rising impedance. Lead encapsulation is suspected. An rv lead replacement procedure is scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, a lead impedance out of range alert was triggered, and the impedance trend on the rv (right ventricular) pacing lead was rising. The analyst noted that an out of trend subthreshold lead impedance alert occurred on (B)(6) 2014, . The max ventricular pace impedance rose from 703 ohms the week ending (B)(6) 2014 to greater than 4000 ohms the week ending (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead experienced high right ventricular (rv) and superior vena cava (svc) coil impedance, high thresholds, non-capture, and oversensing noise. A lead fracture was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.